Event description:
This complaint is one of two complaints which occurred two times during event month at the same clinic. Both complaints were due to the breakage of a biorci screw during the insertion portion of an acl procedure. Neither case was reported to use the recommended tapping procedure as outlined in the IFU. There were no delays or patient injury reported.